Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion sets would not attach to the top of the reservoir. Customer reported that changing the infusion set did not correct the issue. Blood glucose level at the time of the incident was not provided. The customer stated that the p-cap and reservoir kept falling off. The customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.